Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the secondary rack was not properly placed on the analyzer. There was evidence that the pipette tips did not go into the wells of the plate due to the misalignment of the rack. The fse properly seated the rack on the analyzer. The fse performed splld checking procedure and tested summit with (B)(4) user software. The instrument was tested without problem and was returned to expected operation.